Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer¿s dexcom g7 sensor paired with the dexcom app and displayed 181 mg/dl but failed to pair with the ilet after a successful ilet firmware update and attempts to toggle cgm type from g6 to g7 and restart the sensor. Symptoms included no reported adverse physiological effects. Outcomes included the user discontinuing ilet use at work and switching to multiple daily injections, with plans to apply a new sensor later. Investigation included guided troubleshooting and user education, including firmware update, cgm mode toggle, and sensor start attempts. Investigation of this case revealed a pairing failure limited to the ilet interface while the cgm functioned on the dexcom app, consistent with a communication or compatibility issue between the ilet and the g7 integration rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a device communication failure during cgm pairing.